Manufacturer narrative:
G. Melki, j. Demeestere, a. Laenen, l. Bonne, e. Claus, j. Lambert, p. Buyck, j. Peluso, p. Demaerel, r. Lemmens, g. Maleux; world n eurosurgery; 2023; 179:e212-e221; immediate and 90-day clinical outcome of patients with acute stroke treated with the neva-vesalio mechanical thrombectomy device: a retrospective case series; doi.org/10.1016/j.wneu.2023.08.053 see attachments for literature article. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding immediate and 90-day clinical outcome of patients with acute stroke treated with the neva-vesalio mechanical thrombectomy device: a retrospective case series. Multiple manufacturer¿s devices were implanted in the study population. The following medtronic devices were used: cello balloon catheter, rebar 18 or 27 catheter, and solitaire sent. Among devices patients adverse events / device product performance issues included: 2 patients had vasospasm. Postprocedural intracranial hemorrhage on follow-up imaging in 41% of patients. Two patients (3%) developed spontaneous intracerebral hemorrhage (sich). Overall mortality was 39%, of which 55% occurred within 1 month after mechanical thrombectomy (mt). No further information was provided pertaining to medtronic products.